Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. The customer reported replacing the exhalation valve and flow sensor assembly. However, the issue went unresolved. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The issue occurred during patient-use; the customer reported there is no patient consequence associated with the event.